Manufacturer narrative:
A duplicate record was discovered in our system which captured information related to this report. The initial medwatch for the duplicate record was submitted on 16/dec/2019 with a manufacturer report number (mrn) of 9617229-2019-15041. The duplicate record has been closed and all future information will be submitted under mrn 9617229-2019-15104.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: underweight, broken shell. A visual and microscopic analysis was performed which identified: sharp broken, stress marks, missing shell (0-25%) and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is:a sharp broken on radius due to a surgical impact opening.-missing shell due to inconclusive. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.